Event description:
Pt. Had chronic back pain - an implant of the narcotic pump for pain control was done on 6/29/93.pt. Came to hospital due to catheter failure & had to undergo another surgery. Cahteter was removed on 12/2/93. It was fragmented, broke.